Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, keypad anomalies, or delayed response to keypad presses were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had intermittent response by buttons. The customer¿s blood glucose was 270 mg/dl. Customer stated block mode was not active. Customer also stated that buttons were unresponsive. Customer stated happened during normal use. The customer was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The insulin pump will be returned for analysis.